Event description:
It was reported that the device displayed an inaccurate aorta reading during use on a pt. This was a loaner device. The customer is not sure if the reported issue is a result of the device malfunctioning or if they were not using the proper technique to capture the reading.

Manufacturer narrative:
The customer has requested add'l training on the device to determine if they are experiencing a technique issue or if the device has malfunctioned and needs to be returned. Follow-up results on training are pending.